Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure for a avm (arteriovenous malformation), subject guidewire and catheter was delivered to the target lesion. Upon attempting to remove subject guidewire, surgeon felt resistance and then noted that the subject guidewire distal tip had broke in the vessel in the right cerebral artery (mca). The surgeon then used another microcatheter and retriever as snare devices to remove the fractured subject guidewire from patient anatomy. Surgeon then replaced the subject guidewire with another guidewire. The procedure was completed successfully and no clinical consequences was noted to the patient.

Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the guidewire distal end was broken 10.8cm from the distal end and 189.2 from the proximal end. The guidewire hydrophilic coating and core wire were broken on both segments. The distal tip appeared to have been shaped. The guidewire distal end was kinked 6.6cm and 9.4cm from the distal. The hydrophilic coating was inspected and no other anomaly was noted. The ptfe coating was examined under magnification and no anomaly was noted. Functional inspection was not required as the defect was visually confirmed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire, no resistance was encountered when removing the wire from the hoop, continuous flush was maintained for the duration of the procedure, an apollo microcatheter (non-stryker device) was used with the guidewire, and breakage was noted on the distal end of the guidewire in the right mca. A rebar18 and solitaire 4-20 were used as snares to successfully retrieve the broken wire fragment. The subject guidewire was returned for analysis and was found to be broken at 10.8cm from the distal end. The distal tip appeared to have been shaped and was kinked at 6.6cm and 9.4cm from the distal end. No other anomalies were noted to the device. Based on visual inspection of the fracture, it is possible that potentially excessive torque and manipulation may have been applied during use inside the patient that may have resulted in the observed damage. An assignable cause of procedural factors will be assigned to the to the as reported (ar) / as analyzed (aa) guidewire distal tip broken/fractured during use, the ar guidewire does not have smooth movement and the aa guidewire distal end kinked/bent, since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure for a avm (arteriovenous malformation), subject guidewire and catheter was delivered to the target lesion. Upon attempting to remove subject guidewire, surgeon felt resistance and then noted that the subject guidewire distal tip had broke in the vessel in the right cerebral artery (mca). The surgeon then used another microcatheter and retriever as snare devices to remove the fractured subject guidewire from patient anatomy. Surgeon then replaced the subject guidewire with another guidewire. The procedure was completed successfully and no clinical consequences was noted to the patient.